Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. The pump ((B)(4)) was returned for analysis. Upon interrogation it was discovered that the pump was used to deliver dilaudid (7.0 mg/ml at 5.1997 mg/day). Analysis of the pump found no anomalies. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter determined that there was damage to the transition tube.

Event description:
The patient died due to complications from prostate cancer on (B)(6) 2015. The system was returned and underwent routine analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.